Event description:
Consumer stated: the bristles continue to fall out while I am brushing my teeth. This never happened before! Unfortunately I through the package I bought out as the first two replacement heads were ok. The last two were not.